Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead dislodged. The lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead exhibited undersensing and potential loss of capture. It was noted that the patient was experiencing "jolting" on their right side. The ra lead remains in use. No further patient complications have been reported as a result of this event.